Event description:
On (B)(6) 2012, the physician identified a possible type ii endoleak, and there has been approximately 1 cm of aneurysm enlargement since the original implant in 2007.

Manufacturer narrative:
The mfg records review verified that the lots met all pre-release specifications. Additional device: pxc121000/#05441227.